Manufacturer narrative:
Exact date of event is unknown; (B)(6) 2018 is reported. Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.0 diopter into the patient's left eye (os) on (B)(6) 2016. The surgeon reports mild refractive error (myopia, astigmatism) and white foreign matter adhered to the surface of the lens, which has increased from the first exam to the follow-up exam. The cause of the event is listed as unknown. Reportedly, the patient is undergoing steroid treatment and is under follow-up. The lens remains implanted.

Manufacturer narrative:
Additional data: no similar complaint type events were found within the associated lot. Corrected data: date of event: it is corrected to (B)(6) 2018. Claim # (B)(4).